Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was discolored. The following information was provided by the initial reporter, translated from japanese to english: the patient indicated that the needle base may be discolored (brown or black).

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was discolored. The following information was provided by the initial reporter, translated from japanese to english: the patient indicated that the needle base may be discolored (brown or black).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.